Event description:
(B)(4). Before the device I had depression ptsd and anxiety. After I had gotten the device I bled for at least 2 months. Now I suffer severe migraine daily body pains sever pain during menstural cycle and every now and again I feel pain in my tubes. I was told by the dr who placed them that one bent as she inserted it so she had to place another. So instead of 2 I have 3 in my tubes.